Manufacturer narrative:
A ge oec service representative investigated the issue and found the 5 volt power supply output was low. The power connections were re-seated and cleaned and output was restored to specifications. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not boot up.